Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Right hemicolectomy. What type of radiology examination was done? Can results and photos be shared? No way to have it. What healthcare professional fired the device and what is his/her experience with the device? High, they use with success from several years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t think surgeon could remember such data did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They are well trained and they wait even with other devices where it is not required. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, anastomotic leak. The radiologist highlighted badly formed points. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was received: the case occurred between november and the beginning of december. Patient had undergone a lar operation which was checked by the endoscopist 12 hours after the operation, since they presented rectoplagia post-surgery. The bubble test was performed post anastomosis and no leaks were detected. Endoscopic images cannot be shared per hospital policy. Operator dr. P. Approximately 67-year-old female patient. As mechanical hemostasis was not sufficient, the drug with adrenalia was also performed. This treatment led to necrosis of the stump and a reoperation. The patient had a hospital stay for more than a month and is now ostomized.